Event description:
The patient¿s sister reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 1511 mg/dl while wearing the pod for an unspecified duration of use. Symptoms reported include dizziness and chest pain. The patient was treated with an insulin drip for 2 days. The pod was removed prior to hospitalization by the patient¿s sister and discarded. The patient was released on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.a156usqsbdzdc. Hardware: sm-a156u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.